Event description:
The patient reported that that she believes she has permanent nerve damage. The patient reported that a physician informed her that her vagal nerve at the pelvic floor was tested and was found to be not working correctly. The patient reported that the device was disabled in (B)(6) 2013 and that she is now having more seizures than she ever has and believes this is a result of the nerve damage. The physician reported that he is aware of the patient's problems, but is highly doubtful that they are related to vns. The physician reported that the device was disable by another physician and has been off since the patient started seeing him. The physician believes some events could be psychological and some issues could be due to nerve damage possibly related to the implant surgery. No additional relevant information has been received to date.